Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured on a slight calcium lesion in the puncture site. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with instructions for use (IFU). The balloon did not lose pressure after being pulled to the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a slight calcium lesion. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The vessel tortuosity is mild. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2136302 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured on a slight calcium lesion in the puncture site. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with instructions for use (IFU). The balloon did not lose pressure after being pulled to the arteriotomy. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a slight calcium lesion. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The vessel tortuosity is mild. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The mynx vcd used in percutaneous coronary intervention (pci) and used a retrograde approach. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was returned connected to the device and was noted exposed to blood, and the stopcock was observed closed. The balloon was observed fully deflated. The sealant sleeve assembly was observed without damage. Additionally, the sealant sleeve was fully covering the sealant, which remained in the manufactured position and was exposed to blood. In addition, an unknown cordis procedure sheath was on the device, exposed to blood. Per functional analysis, an inflation/deflation test was performed per the mynx control instructions for use IFU). The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The product history record (phr) review of lot f2136302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (the balloon ruptured on a slight calcium lesion in the puncture site) and/or concomitant device factors most likely contributed to the reported event since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.